Event description:
It was reported when the device was used during an unknown procedure, it misfired causing tissue damage. Consequently, the patient recevied a possible permanent colostomy. There were no other reported patient consequences.